Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to unlocked connector at the lcd board. Unable to perform displacement test due to unresponsive buttons. The motor was tested outside the device and passed. The insulin pump has cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads and with minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they have a keypad anomaly. The blood glucose reading is 130 mg/dl.